Event description:
Received electric shock therapy from a psychiatrist. Tried to commit suicide afterwards, lost her husband and her home. Now has permanent, irrevocable memory loss of events in the past, and difficulty with short term memory. She has developed since that time a seizure disorder which has been attributed to shock therapy. She complains that she is now agoraphobic, and still severely depressed. She has lost her college education. She has lost coordination. She has been unable to work since that time, and is on disability. Event date 1979 to 6/1981.